Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that their interstim implant performed in (B)(6) 2016. All was fine, but was never able to increase the device more than 2 on any program. The last month, they could only access one program at keep it at 1.5 without causing much pain in the cervix/vulva area. When they tried the other programs, they got a very painful electric surge. They had been having to get up to urinate about every 2 hours at night. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported information and additional information was received. It was reported that they were never able to increase ¿more than 2¿ on any program. I was also reported that, about 3 months ago, they experienced painful and uncomfortable stimulation; if they increase on their current program, it causes pain in their cervix or vulva area. It was also noted that they were urinating every 1.5 to 2 hours again. It was recommended that the patient follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.